Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's father alleged the new batch of infusion sets leak insulin. He explains that at least 15 units of insulin is missing from the cartridge due to the leak. No adverse event alleged. A request was made for the return of the device.